Event description:
Upon opening the the affected implant, it was noted that the outer blister container was breached or broken. Dr was notified and a 6495-2-030 was trialed and implanted without complication. Patient was closed left the hospital without complication.

Manufacturer narrative:
An event regarding packaging damage involving a gmrs distal femoral component was reported. The event was confirmed. Method & results: the unit carton has several compression marks evident, most notable on the opening end. The outer blister flange is cracked on one side. The damage noted on the unit carton in particular indicates that the pack was mishandled and compressed to the extent that the flange on the outer blister broke. DHR review determined that the lot was manufactured and packed to specification. There have been no similar events for the reported lot. Conclusions: visual inspection of the returned pack found indications that the pack was mishandled and compressed to the extent that the flange on the outer blister broke. No further investigation for this event is possible at this time.

Event description:
Upon opening the the affected implant it was noted that the outer blister container was breached or broken. Dr was notified and a 6495-2-030 was trialed and implanted without complication. Patient was closed left the hospital without complication.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.